Event description:
As reported by the sales representative, at the end of a transradial procedure, when the physician attempted to remove the introducer, the patient's artery spasmed. The physician used force to dislodge the introducer (but did not pull with any instruments) and the hub detached. The flow of blood was lessened with a 6f dilator and an anti-spasmodic was administered to the patient. The sheath portion of the introducer was able to be removed from the patient by the physician in the cardiac cath lab. It appeared to have been stretched upon removal. The device was not retained by the hosp. There was no patient injury.